Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues and intermittencies. The pt was seen at the center for device eval. External equipment was exchanged. However, the reported problem was not resolved. A decision was made to explant the device. Surgery to explant the pt's device is to be scheduled.